Event description:
Device report from (B)(6) indicates a pt with pseudoarthrosis was returned to the operating room for removal of a broken lcp plate implanted on an unk date.

Manufacturer narrative:
Investigation is ongoing. No conclusion can be drawn at this time.